Event description:
It was reported that the pump and catheter were explanted due to infection. It was unk if the infection was in the pocket or elsewhere. The pt had a fever of undetermined origin for more than several weeks with no white count elevation. There was no written diagnosis of meningitis. It was further reported that the pt had meningitis and was home and doing very well and hadn't had any more fever. The medication being administered via the pump was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).